Event description:
It was reported that the customer experienced high blood glucose readings of 495 mg/dl. The high blood glucose levels were treated with manual injections. It was also stated that the customer did not receive a low battery alert prior to the off no power alert. The customer states that this is the second occurrence of the same event. Advised that they can continue to wear the insulin pump until the replacement arrives. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Off no power alarm was not verified and displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to blank display. The device had severely scratched display window, cracked reservoir tube lip, cracked reservoir tube, and white paint on case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.